Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument was analyzed and failure analysis investigations was unable to replicate or confirm the customer reported issue. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform blue 60 reload. Additional observation not reported by site was also identified: based on log review, the sureform 60 stapler instrument was found to have 1 engagement failure, grip axis failure, error code 22020. The engagement failure was not replicated during in-house testing.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument could not open, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument could not open. The procedure was completed with no reported injury.